Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance a ruby coil through the lantern and, therefore, the lantern and ruby coil were removed. Upon removal, the lantern was found to be kinked. The procedure was completed using a new microcatheter, the same ruby coil, and additional ruby coils. There was no report of an adverse effect to the patient.